Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal to be removed, a scratched lcd lens, a worn keypad overlay, a missing battery separator, a bubbled downstream occlusion (dso) seal, and a worm upstream occlusion (uso) seal. The device's event history log was reviewed for evidence of the reported problem, and found medium alarm displayed: cannot start pump" in the log multiple times. Functional testing was conducted. Upon testing, the reported problem was duplicated. It was determined that the air detector was the root cause. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.

Event description:
Oracle.

Event description:
It was reported that the pump exhibited a constant "air in line" alarm message. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.